Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 90% stenotic, de novo lesion was located in a severely calcified and moderately tortuous unspecified artery below the knee. Access was obtain through the femoral artery. The physician advanced the 1.5x20mm sterling balloon to the lesion and on the first inflation, inflated the balloon to 4atms. On the second inflation the balloon was inflated to 4atms for several seconds and then the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 1.5x20mm sterling balloon. Patient status is reported as "good".

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)